Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. Customer¿s blood glucose level was unknown but after treatment blood glucose was 70 mg/dl on (B)(6) , on (B)(6) it was 62 mg/dl, on (B)(6) it was 42 mg/dl at the time of the incident. Customer¿s blood glucose level was 114 mg/dl. The drive support cap appeared normal. Advised to monitor insulin pump and blood glucose. Product will not be returned for analysis.